Event description:
It was reported that on (B)(6) 2025 the patient experienced low blood glucose level which led to loss of consciousness tried to manage with glucagon and later was subsequently hospitalized for two days for further management.

Manufacturer narrative:
E1: event country: (B)(6). Event city: (B)(6). Name: medtronic minimed. Country: united states of america. Street address: 18000 devonshire street. City: northridge. State: california. Zip code: 91325. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.